Manufacturer narrative:
Received x-ray films from rep. On 9-27-96. Films were evaluated and appear to indicate the construct was not adequately tightened at the time of the initial surgery, 5-14-96. The revision (intervention) surgery, performed 8-8-96, post-op films clearly show that a critical construct component, p/n ss-1000-11t, c-spacer (2 pcs) were not installed on the construct when the revision surgery was performed. The films also show the construct appears to be loosening. The omission of the c-spacer components on the construct are likely to not provide proper tightening of the construct. The rep. Stated, by phone conversation, that the surgeon thought the c-spacer components were worthless. The surgeon stated that he is aware that the construct is loosening but does not intend to perform surgical intervention unless the patient complains. The dr. Stated, "I treat the patients, not the x-rays". Loosening of the construct may likely be the result of surgeon error by not adequately tightening the construct during implantation.

Event description:
Pt was x-rayed for possible evidence of construct loosening. X-ray revealed loose hex bolts that are used to apply pressure to the construct assembly. Pt was re-operated on and construct was tightened. Threads of the hex bolts were deformed by the dr to safely lock the screws in place.